Event description:
As customer was using the instrument; the head broke off inside of the sphenoid. It was very difficult to remove the item, and it prolonged the procedure. No patient impact was reported.

Manufacturer narrative:
A magnified view of the point were the tip connects to the shaft indicated the tip had properly been secured to the shaft prior to the separation. The product labeling indicates the device is to be used for soft tissue. The physician stated the tip broke off as it was used on the entry wall of the sinus.